Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg service department checked the subject device and found the followings. The glue of the light guide and objective lenses were porous and broken. The distal end cover was damaged. The glue of the bending section rubber was porous and broken. There were scratches and pierces on the surface of the insertion tube (19 and 39 cm from the distal end). The angulation control had too much play. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] air/water channel : unspecified microbes (83cfu) [second time; (B)(6) 2020] unspecified microbes (11cfu) the facility had been manually reprocessed the device using peracetic acid. There was no report of infection associated with this report.